Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s injury and hospitalization from the attorney of the family. The information received on (B)(6) 2020 stated the following - reporter alleges: in or about 2018 the customer began using an insulin pump. In (B)(6) 2019, the customer was using a medtronic minimed pump. On or about multiple date including (B)(6) 2019, the customer was hospitalized for high blood glucose. Blood glucose reading was 214 mg/dl. The customer was hospitalized on (B)(6) 2019 and was discharged (B)(6) 2019. The customer reported the following symptoms: positive diabetic ketoacidosis test, nausea, and vomiting. While hospitalized, the customer was treated with intravenous insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Troubleshooting for the customer¿s high blood glucose was declined. Auto mode was active at the time of the event. The insulin pump will not be returned for analysis.